Event description:
The customer's mother reported that her son was unconscious with low blood glucose. The blood glucose reading at time of the call was 112 mg/dl. The paramedics were called and child was revived. Troubleshooting was performed. The daily totals and the basal rates were correct. It was reported that the customer did not take any bolus since last night at dinner. The prime history showed that the customer did not prime the insulin pump until the morning. The fixed and manual prime was normal. The mother stated that customer had several days of low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.